Manufacturer narrative:
The device was returned for evaluation. During the device evaluation, the following was observed: foreign object inside nozzle tip and body control unit. Additionally, the evaluation revealed the following findings: due to clogging of nozzle, no air/water was fed; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive on bending section cover had a crack; paint on suction cylinder was peeled; plastic distal end cover had discoloration; connecting tube, protector of universal cord on suction connector side, and universal cord had a scratch; and grip was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a defective air/water supply. The issue was found during preparation for use. The device was returned for evaluation. During testing and inspection, the following reportable malfunction was found: foreign object inside nozzle tip and body control unit. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf type 290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf type 290 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.